Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was shutting down. Customer¿s blood glucose was 122 mg/dl. Customer stated that insulin pump had multiple insulin pump error. Customer performed self test and passed. Customer was able to rewind the insulin pump. Customer declined troubleshoot for battery error and replace battery now. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No pump error 68 alarm, no pump error 49 alarm, no pump error 23 alarm and no failed battery alarm during testing. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected battery power loss alarm noted in the long trace or insulin pump history. Pump error 53 alarm found in the insulin pump history due to software error.